Event description:
Alphatec project engineer attended two alif surgical cases to aid in the use of one of alphatec's product lines. During the visit he was notified of an additional case to be conducted the same morning concerning a trestle luxe screw back-out. X-rays taken (B)(6) 2013 identified a screw located at the c7 had begun to back out of the construct. Revision surgery performed on (B)(6) 2013, removed the entire trestle luxe construct from the c6-c7. The surgeon replaced the explanted devices with a new 1 level trestle luxe plate and four 4.5mm fixed angle recue screws. The surgery was performed without issue. Post-op x-rays of the (B)(4) revision surgery were taken on (B)(6) 2013. The films revealed the anchor located at the level (c7) had once again had began to back out of the replacement luxe construct. There are currently no plans for an additional revision surgery.

Manufacturer narrative:
An evaluation of the suspect device is not possible at this time. The identifying lot number has not been provided nor has the explanted construct from the (B)(6) case been returned. Additionally, the replacement screw which also was found to have backed-out remains slightly protruding from the construct. There are currently no plans for removal. Upon the receipt of additional information and/or explanted devices, a follow up report will be submitted.

Event description:
Revision surgery occurred on (B)(6) 2013 to remove the trestle luxe screw replacement anchor located in the c7 vertebrae. The slightly protruding screw was identified during post-op visit on 4/11/13. At that time there were no plans for removal.

Manufacturer narrative:
An evaluation of the returned trestle luxe screw indicated the implant was properly manufactured and released to design specifications. Visual, dimensional and functional inspection detected no manufacturing anomalies. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. The surgical technique (lit-84315) instructs the user to advance the screw until the head of the screw is fully seated into the plate and the blocking slide is positioned over the head of the screw. The supplied instructions for use state (ins-048); intraoperative management: the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9 degrees may prohibit proper seating of the bone screws.